Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. It was reported that this has occurred for the past 3 weeks with cartridges from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.